Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the stimulation worked good most of the year they had it and they expected the pain to be gone when a pump device was put in. The stimulation program was charged to a high frequency and it worked better. The patient stated they believed it would be better if they could adjust the left and right sides independently so that they could turn the left up more than the right. The patient thought this would give more relief to the legs. When asked if the patient was receiving adequate therapy or relief in the legs they stated ¿not completely yet¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had a loss of therapy. The patient is requesting a manufacturer's representative (rep) to adjust their stimulation. Patient services reviewed the role of a rep. The patient confirmed that they are still trying to "fine tune" the ins. The patient stated that they were given a new program last week as the stimulator was starting to not help, as well as having very little relief in the left leg. The patient stated that they were wondering if they can do the adjustment on both sides and when they move it up and try to get more relief it starts zapping their right leg. The patient stated that they first noticed that when the rep put the new program in last week, but asked them to try it for a few days. The patient was forwarded to their healthcare provider (hcp) to contact a rep. The patient stated that the little relief started over the last 2 months. The zapping started in the past week. No further complications were reported or anticipated.